Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that some of the patient's morphine was unaccounted for. The customer states the order was for 2mg/ml, and they address a concentration discrepancy on the device's detail report. There was no patient harm.